Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and was analyzed. It was noted the outer insulation showed breached and cosmetic depression, the proximal conductor showed blood/body fluid (not obstructed) and there was blood in /on the helix/lobe mechanism.

Event description:
The lead was returned to the manufacturer, analyzed, and tested out of specification. No patient complications were reported as a result of this event.